Event description:
It was reported that during an unknown procedure, the clips did not form and the clip applier did not fire correctly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. This condition would not allow the jaws to collapse in order to form the clips. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. The device was disassembled and evidence of corrosion was found throughout the broken area and massive body fluids. One remaining clip was found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.